Event description:
New information received notes that patient presented in-clinic for further evaluation of lead noise on (B)(6) 2020. The lead was imaged, and the device pocket was opened. Noise was observed during pocket/lead manipulation with pacing system analyzer. The physician then noted insulation damage at proximal end of lead. The lead was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for in-clinic follow up with the right ventricular lead exhibiting sensing noise. Isometric exercise and pocket manipulation were unable to reproduce noise. Programming interventions were discussed; however, no adjustments were made. The patient was stable and will be closely monitored.